Event description:
It was reported that the patient's acetabular shell became loose over time. Patient had to undergo revision surgery of acetabular component.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.